Event description:
It was reported that during unpacking of a 2.75 x 15 mm nc trek, lot number 30608g1, the pouch and product were labeled 2.5 x 15 mm nc trek, lot number 40217g1. The device was not used. Another 2.75 x 15 mm nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device marking issue was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record for both lots revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for device marking issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.